Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoirs does not leak and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had experienced low blood glucose level had alleged that the insulin pump was over delivering due to the recent reservoir retainer ring recall. The customer¿s blood glucose level was unknown at the time of the incident. Customer was treated with food. Customer. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The devices will be returned for analysis.